Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with several lengths of cut suture material. All returned items have debris on them. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that found each shipment of material must be accompanied by a certificate of conformance in compliance with smith & nephew. Factors that could have contributed to the reported event include excessive force inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair, a twinfix ultra´s suture broke off. Surgery resumed after non-significant delay with a back-up device. No further complications were reported. No further details available.